Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a cq2015a, +26.0 diopter, intraocular lens, cracked upon insertion. Lens was removed, another staar lens was implanted, no sutures or wide incision. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Device evaluation: lens was returned in a vial with liquid. Visual inspection found the lens optic and haptic torn. Claim#: (B)(4).

Manufacturer narrative:
Returned to manufacturer: 19/jun/2019 should be corrected to 05/jun/2019 in supplemental medwatch report. Patient code: 2199 should be corrected to 2692 in initial medwatch report. Claim#: (B)(4).